Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - addition information g3 date received by mfg - addition information g6 type of report - addition information h2 additional information/ device evaluation - addition information.

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review has been completed.

Manufacturer narrative:
(B)(4). 3004753838-2025-079614 and 3004753838-2025-079614-01 were reported in error. Please disregard initial reporting of these events as these events have now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 3/28/2025 it was determined this complaint is not reportable per corpft-140202